Event description:
It was reported that the screw broke in the distal end of the slot in the wrist spanning plate. It sheared off right at the bone surface with about one thread left under the head of the screw. The surgeon mentioned it was dense bone and he left the broken screw in the bone and mentioned that he would remove it using a trephine when he removes the wsp. He mentioned that he wasn't too concerned about the removal because the bone quality was very good and the patient is young. He was able to insert a second nl screw into the proximal portion of the same slot, so the breakage didn't affect his fixation.

Manufacturer narrative:
To date, the device has not returned for evaluation, the root cause could not be established. Additional reporting on this event will be provided as a follow up report if more information becomes available.